Event description:
Patient's aunt reports that patient's pump started alarming while in use with the patient but no message was shown on display and green light was turned on. They were unable to start the pump and tried a few things but nothing worked. They were able to switch to backup pump to continue this life-sustaining infusion so there was no interruption in therapy in therapy or injury to patient. It was determined to replace the pump (serial number (B)(6) and it is available to replace. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. No other information is available. Did the reported product fault occur while in use with the patient? Yes did the product issue cause or contribute to patient or clinical injury? No if yes, was any medical intervention provided? N/a is the actual device available for investigation? Unknown did we replace device? Yes did the patient have a backup device they were able to switch to? Yes if yes, was the patient able to successfully continue their infusion? Yes is the infusion life-sustaining? Yes what is the outcome of the event? Resolved? Ongoing? Resolved.